Manufacturer narrative:
The reported events of insulation damage and noise were confirmed. As received, the distal portion of the right ventricular lead was returned in one piece. A visual inspection revealed a full breach of the outer insulation at the suture tie impression region. The cause of reported events was due to outer insulation degradation and the exposure of the outer coil.

Event description:
During an in-clinic follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Insulation damage was suspected but has not been confirmed. The lead was explanted and replaced to resolve the event. The patient was in stable condition.